Manufacturer narrative:
(B)(4)

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. It was reported that recently there was thrombus found on the inside of two limbs. The physician decided to explant the stent grafts. No further information was provided. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received for this case. It was reported that there was a data entry error. The correct information for this case is that the stent graft was not explanted. The endurant stent graft remains in the patient.